Event description:
During a cardiomems implant procedure, once femoral access was gained, an inferior vena cava (ivc) filter was noticed by the hospital staff. A long sheath was not available to pass the ivc filter. The physician changed to internal jugular access. Once internal jugular access was gained, the wire lost slack and placement. This led to the delivery catheter continuing down the vena cava and getting stuck in ivc filter. The physician was able to remove delivery catheter and sensor from ivc filter with no complication to the ivc filter, sensor/delivery catheter, and patient. The physician deployed the sensor in the target location successfully. There were no adverse consequences to the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.